Event description:
Same case a MDR ID#: 2134265-2012-00708. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely torturous and severely calcified right coronary artery. The 325cm floppy rotawire guide wire and 1.75mm rotablator rotalink plus burr were advanced to the target lesion and a single ablation was performed for 15 seconds. During this ablation, it was noted that it was difficult to stabilize the position of the rotawire guide wire and the position was subsequently lost. Due to this difficulty with positioning it was decided to exchange guide wires, however upon withdrawal of the rotawire guide wire the physician observed that a 2cm length of the distal portion of the device had detached and remained inside of the patient. Attempts to remove the detached guide wire portion were unsuccessful. The procedure was completed by implanting an unspecified stent over the detached wire to secure it to the vessel wall. There were no further patient complications reported and the patient's status is listed as good.

Manufacturer narrative:
Device analysis by manufacturer: the rotawire guide wire was received for analysis. Visual analysis revealed that the distal tip was damaged. Additionally, several kinks were observed along the body of the guide wire. The core wire and spring tip were observed to be fractured approximately 328.8cm from the proximal end. All outer diameter measurements were found to be within specifications. Fracture analysis was also conducted which revealed that the fracture on both the spring tip and the core wire occurred due to a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case a MDR ID#: 2134265-2012-00708. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely torturous and severely calcified right coronary artery. The 325cm floppy rotawire guide wire and 1.75mm rotablator rotalink plus burr were advanced to the target lesion and a single ablation was performed for 15 seconds. During this ablation, it was noted that it was difficult to stabilize the position of the rotawire guide wire and the position was subsequently lost. Due to this difficulty with positioning it was decided to exchange guide wires, however upon withdrawal of the rotawire guide wire the physician observed that a 2cm length of the distal portion of the device had detached and remained inside of the patient. Attempts to remove the detached guide wire portion were unsuccessful. The procedure was completed by implanting an unspecified stent over the detached wire to secure it to the vessel wall. There were no further patient complications reported and the patient's status is listed as good.